Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site and it was extruding. As a result, the patient's ipg was explanted and replaced. The infection was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated.